Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections have been updated: d4. D4 - UDI #: (B)(4). Review of the most recent repair record determined the control bar had side play. The device was recalibrated to help resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the dermatome does not glide well. Catches on the side of the skin. The event occurred before surgery. The surgical time was affected by 1-15 min. There was no impact to the patient or graft. The initial graft was able to be used. No adverse events were reported as a result of this malfunction.